Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing issue could not be determined. It is possible that the staff was unaware that the modified connecting tube for oer-2 should not be used for reprocessing oer-3. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 4, section 4.8 connecting tube installation¿ attach all of the connecting tubes specified according to the type of the endoscope. If reprocessing is performed without attaching all of the required connecting tubes, reprocessing may be ineffective. To find out what connecting tubes can be used, refer to the provided ¿list of compatible endoscopes/connecting tubes <oer-3>¿. Maj-829 instruction manual ¿5 instrument compatibility.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints: complaint # (B)(4), olympus endoscope reprocessor, unknown serial number. Complaint # (B)(4), maj-829 bf-20 cleaning tube, unknown serial number. Complaint # (B)(4), tracheal intubation fiberscope, serial (B)(6).

Event description:
The customer reported to olympus the leak test air tube for cleaning was connected to a tracheal intubation fiberscope. It was indicated that the scope was improperly cleaned with the incorrect cleaning tube for the device used. The reported issue occurred while cleaning the scope with an olympus endoscope reprocessor. There was no patient/user harm or injury reported due to the event.